Event description:
The customer reported that there was a generator error. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank needs to be replaced. The reported issue is currently under investigation.